Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - implanted on an unknown date in 1991. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00475 / 1825034-2017-00476).

Event description:
Patient was indicated for a right knee revision procedure approximately 25 years post implantation due to wear and osteolysis. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. - product was not returned so no product evaluation could be conducted. -part and lot number are required to review device history records and neither was provided. -this device is used for treatment. -unable to perform a compatibility check based on provided information. -patient chart states patient was initially implanted sometime in 1991. Patient has a history of (B)(6) acquired after a blood transfusion after her initial thas. X-rays show poly wear on both knees. Revision of both knees recommended by surgeon. -root cause could not be determined with information available.

Event description:
Patient was indicated for a right knee revision procedure approximately 25 years post implantation due to wear and possible implant fracture. No revision has been reported to date.